Event description:
It was reported that the patient presented in clinic for follow up on (B)(6) 2017 and reported feeling fatigued. Upon review of stored episodes, the right ventricular lead exhibited noise. The noise triggered non sustained ventricular tachycardia (nsvt) events and inhibited right ventricular pacing. The first nsvt event showing noise was stored on (B)(6) 2016. The noise was not reproduced in the clinic. After speaking to the implanting physician, the patient presented to emergency room. The lead was capped and a new lead was implanted on (B)(6) 2017. The patient was stable before, during, and after the procedure.